Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately 2 months after the implantation of a 23mm sapien 3 valve in the aortic position, the valve was explanted and replaced with 23mm surgical valve.

Manufacturer narrative:
The explanted valve was not returned to edwards for evaluation. The location of the valve is unknown at this time. Additional information provided the hospital valve clinic coordinator indicated that initially, the patient had undergone a valve in valve (sapien 3 in surgical valve). Within a few days of valve deployment (dates unknown), however, the patient had elevated gradients. Approximately, two months post procedure, the patient was readmitted for chf and syncope. Tee showed an under deployed sapien 3 valve, stenosis, and severe native mitral regurgitation. It was at that point that the decision was made to explant the sapien 3 valve and replace it with a surgical valve. The native mitral valve also underwent surgical repair. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Increased gradients across the valve my result in symptoms such as shortness of breath and decreased exercise tolerance. The increased gradients could be due to calcification of the leaflets, pannus/host tissue overgrowth, thrombus formation or in rare cases, a non-functioning leaflet. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the increased gradient was most likely due to a combination of under deployed valve and possible patient prosthetic mismatch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided indicated that the patient¿s sapien 3 valve had been deployed within the patient¿s existing surgical valve. One month post deployment of the sapien 3 valve the patient presented with continuing chf, a valve gradient of 44mmhg and severe mitral regurgitation. Once the patient underwent redo sternotomy massive adhesions were observed within the chest. His mitral valve was repaired with a 30m physio complete ring. The implanted surgical valve and the sapien 3 valve were both extracted and replaced with a 23mm surgical valve. Post op tee reveled an aortic mean gradient of 7 with no pvl or cai. The patient was transferred to cardiothoracic intensive care unit in stable and guarded condition. 04/03/218 tee showed, severe mr, mild-mod tr and bioprosthetic valve in the aortic position with no central or pvl, ava 05.cm2, avmg and ¿incomplete valve expansion.¿ valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area less than 0.8-0.9 cm2/m2 in the aortic position and less than 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the increased gradient was most likely due to a combination of under deployed valve secondary to possible patient prosthetic mismatch.